Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were undersensing episodes noted on the device which the device interpreted as bradycardia and asystole episodes. No action has been taken at this time and the patient was stable with no consequences.